Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; repair of tevar-associated type a dissection in the elderly is possible with reasonable morbidity and mortality kornberger a., petar r., el beyrouti h., khalil m., burck I., halloum n., beiras-fernandez a., vahl c.-f. Vascular and endovascular surgery (2018) 52(6) 405-410 doi: 10.1177/1538574418767545. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of type b thoracic dissection on an unknown date. It was reported that within a few hours of the index procedure the patient deterioration and a transesophageal (toe) echo revealed a suspected dissection at the level of the aortic valve and ascending aorta as well as relevant tricuspid regurgitation. A CT confirmed acute tevar associated retrograde type a aortic dissection. The patient was brought to surgery where it was identified that the bare springs of the stent graft were found to be about to pierce the aortic wall. Intervention was carried out with the insertion of non medtronic product (interguard woven & masquet) for tricuspid valve repair without complication. However within a few hours postoperatively the patients condition again deteriorated and toe revealed a suspected mi. A coronary angio revealed a previously undiagnosed 3- vessel coronary artery disease. After successful balloon dilation of the circumflex artery, dilation of the left ascending artery was attempted but resulted in acute occlusion and the patient expired after prolonged resuscitation. Per the physician, the cause of the event was somewhat attributed to an mi as a result of undiagnosed coronary artery disease that necessitated coronary intervention. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.